Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd connecta¿ 3-way stopcock leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: we are experiencing many leakage problems with the white 394600 taps we use in the ICU, the tap leaks, which causes hygiene concerns: numerous disconnections when changing taps, and inadequate sedation of the patient.

Manufacturer narrative:
Investigation summary: our quality engineer inspected the 2 photos submitted for evaluation. The reported issue of leakage was not confirmed upon inspection of the photos. No abnormalities or damages were observed on the sample in the photos provided. Bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Event description:
It was reported while using bd connecta¿ 3-way stopcock leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: we are experiencing many leakage problems with the white 394600 taps we use in the ICU, the tap leaks, which causes hygiene concerns: numerous disconnections when changing taps, and inadequate sedation of the patient.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: h6: investigation summary our quality engineer inspected the 2 samples submitted for evaluation. The reported issue of leakage was confirmed upon inspection and testing of the samples. Both samples underwent our internal leakage testing and leakage was observed. Bd determined that the cause of the failure was not associated to our manufacturing process since the leakage was a result or cracks on the samples that could not be reproduced in during our investigation. The appearance of these cracks is typical for cracks that can occur when the product has been used together with lubrication solution or infusion with high ph-value. These solutions can release internal stress in the product. If excessive force is used when connecting and using the product for more than 24 hours, this may cause the material to crack. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported while using bd connecta¿ 3-way stopcock leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: we are experiencing many leakage problems with the white 394600 taps we use in the ICU, the tap leaks, which causes hygiene concerns: numerous disconnections when changing taps, and inadequate sedation of the patient.